Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the last set of data, the mean of lab and inratio was > 5.0 and the difference between inr's is < 2.2. The values were not considered inaccurate. Therefore, further testing is not required at this time.

Event description:
Caller alleged discrepant results compared with lab. Results as follow: date 2007, intratio: 3.8, lab: 2.9. Inratio: 4.5, lab: 3.1. Inratio: 6.4, lab: 4.9.